Event description:
It was reported that the implantable cardiac monitor exhibited under sensing. The device remained implanted.

Event description:
Additional information received reported that session records revealed two episodes of asystole. The patients condition as well. It was believed that the episodes were a result of static electricity.